Manufacturer narrative:
The technician found a bed sheet was caught in the siderail latch mechanism, preventing the latch from engaging. The technician removed the bed sheet and the siderail latched properly.

Event description:
Information received indicates the right foot siderail will not remain latched in the raised position.